Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring the heart rhythm of a female pt, the device appeared to have self-charged energy. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.